Manufacturer narrative:
No end user information provided. The product was returned for evaluated. The result of the initial evaluation was that during the bench test, the brake wire was found to be melted to the brush shut, causing an electrical failure of the brakes, which confirmed the original complaint issue. An expanded evaluation is still expected to be performed. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating is getting a 5 flash code, which is a left park brake fault.